Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: there was no evidence of a ¿162¿ warning in the black box. The rewind, load cartridge and prime steps were successfully performed with no alarms. The force sensor calibration was found to be within specification. The pump was exercised for 24 hours with no loss of primes occurring. Unrelated to the complaint, moisture was observed in the battery compartment. A leak test failed due to a crack in the battery compartment. The pump was opened; there was moisture found on the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.